Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to middle left anterior descending (lad) artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 5 seconds the balloon ruptured vertically near the distal part. The device was removed and completed the procedure with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.